Manufacturer narrative:
The complaint was escalated for technical investigation, and the results indicate that the system display is exhibiting a greenish color, necessitating the replacement of the display. The fse determined that the display was defective. Based on the information available and the testing conducted, the cause of the reported problem was defective display. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Event description:
It was reported to philips that the device's display is not working. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.